Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was fractured. The lead was checked though x-ray by someone else, but boston scientific technical services (ts) discussed that no measurements on device indicating any sort of lead fracture. The lead remains in service. No adverse patient effects were reported.